Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a kinked guidewire is confirmed; however, the exact cause is unknown. One 0.018 in. Nitinol guidewire in a plastic hoop was returned for evaluation. An initial visual observation showed a clear fluid within the hoop. Two kinks were observed in the coiled wire of the guidewire approximately 1.5 cm and 2.9 cm proximal to its distal tip. A microscopic observation revealed the coiled wire of the guidewire was kinked but unbroken, and weld tip was observed to be present and intact. No observations were made which indicated a root cause to the event. While the exact cause of the kinks in the guidewire could not be determined, it is possible the guidewire was damage during packaging, manipulation, or attempted use. A lot history review (lhr) of recx3590 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the guidewire within the hoop was kinked in two places, not allowing the wire to be threaded through the needle. A new kit was opened to complete the procedure.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recx3590 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the guidewire within the hoop was kinked in two places, not allowing the wire to be threaded through the needle. A new kit was opened to complete the procedure.